Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the event was left without effect because the doctor determined not to send the catheter to be analyzed and replaced it due to old age.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the doctor decided to change the catheter but not to send it for analysis due to the time if had been implanted. The doctor did not believe it was necessary.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# unknown serial# unknown implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (distributor, healthcare professional, company representative) regarding a patient (foreign) who was receiving an baclofen with concentration 2,000.0 mcg/ml at a dose rate of 443.3 mcg/day as of (B)(6) 2026 via an implantable pump. It was reported that the patient suddenly began to have therapy failure, so a pump rotor study and catheter test were performed. The patient was taken to the operating room on (B)(6) 2026. It was further reported that 2cc of infusion was carried out. Difficulty in the passage of infuse contrast occurred. The healthcare professional assumed that the catheter did not infuse properly regarding partially infuse the contrast dye, so they decided to schedule the change of the same. The catheter remained implanted and in service as of (B)(6) 2026. The onset/date of event was unknown. The pre-operative diagnosis was spastic paraplegia.